Manufacturer narrative:
Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the left cylinder was identified. The cause of the hole was not detailed by the hospital. The cylinder and the pump were removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the left cylinder was identified. The cause of the hole was not detailed by the hospital. The cylinder and the pump were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Correction to field g2: report source. Upon receipt at our quality assurance laboratory, this cylinders and pump underwent a thorough analysis. The first cylinder was microscopically inspected and tested for leaks. Microscope examination revealed that the first cylinder had a hole at corner of a fold in the distal end of the cylinder. The first cylinder had buckling folds in the middle of the cylinder. The first cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. Leakage test revealed that the first cylinder had a leak at corner of a fold in the distal end of the cylinder. The pump was microscopically inspected and tested for leaks. Microscope examination revealed that the poppet rod was found to be misaligned in the pump. No leaks were found in the pump. To avoid damaging the test equipment, the pump was not functionally tested. Based on the information available and analysis results, the cause of the reported hole/perforation and mechanical issue was most likely determined to be the leak at the corner of a fold in the first cylinder. Additionally, the misaligned poppet rod in the pump observed in the microscope examination could affect the product performance. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.